Manufacturer narrative:
Article citation: "prepectoral immediate direct-to-implant breast reconstruction with anterior alloderm coverage,¿ by glyn jones, md, aran yoo, bs, victor king, bs, brian jao, md, huaping wang, phd, charalambos rammos, md, and eric elwood, md., published in plastic and reconstructive surgery, volume 140, issue 6s, 2017, p. 31s-38s. The events of capsular contracture and device migration are physiological complaints and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. Patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur.

Event description:
Reported event of unknown side ¿capsular contracture,¿ baker grade iii, and ¿malrotation¿ for patients implanted with allergan "anatomic cohesive gel full height, full or extra full profile textured implants" were noted in ¿prepectoral immediate direct-to-implant breast reconstruction with anterior alloderm coverage." The article was published in plastic and reconstructive surgery, volume 140, issue 6s, 2017, p. 31s-38s. The malrotation was treated with "reoperation".